Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced diabetes ketoacidosis and was hospitalized with blood glucose readings over 600 mg/dl. Customer stated that when they went to bolus and the insulin pump showed that it was delivering however, when they checked the reservoir it was completely full and the insulin pump was not working and the blood glucose readings did not come down. Customer stated that the insulin pump did not give any error messages. Customer reported symptoms of nausea, vomiting and abdominal pain. It was noted that the customer was placed on insulin drips at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir alarm was noted in the alarm history. The high pressure test was also performed and passed. The insulin pump is being replaced as the customer did not feel comfortable using it.